Manufacturer narrative:
We performed a check of the sterilization charts of all the components explanted due to infection during the first stage revision. No anomalies have been detected on a total of: 30 smr cementless stem manufactured with lot# 200707776; 7 smr humeral head manufactured with lot# 200703357; 10 smr ecc. Adaptor taper manufactured with lot#201315275; 34 smr humeral body manufactured with lot# 201413835; 18 cemented glenoid 3 pegs (not sold in us) manufactured with lot# 201312120. All the components were regularly sterilized before being placed on the market. We will send a final MDR once the investigation will be concluded.

Event description:
First stage revision done on (B)(6) 2016 due to infection. At that time, components implanted during the primary surgery done on (B)(6) 2015 - smr cementless stem, humeral head, adaptor taper, humeral body and a cemented glenoid not marketed in the us - have been explanted and a competitor antibiotic spacer was inserted. The second stage revision was done on (B)(6) 2017 where a smr reverse prosthesis have been implanted after patient healing from the infection. Surgeon satisfied with the final stability of the implant. Event happened in (B)(6).